Event description:
On 1/2/98 following a percutaneous transluminal coronary angioplasty/stent procedure an angio-seal device was placed in a pt's groin. On 11/23/98 the pt returned with complaints or right leg claudication. A peripheral angiogram was performed which identified the presence of a 6cm occlusion of the right common femoral artery extending into the proximal right superficial femoral and femoral profunda. A right common femoral and superficial femoral artery angioplasty were performed which reduced the stenosis of the total occlusion of the common femoral artery. The right femoral profunda reportedly could not be opened, but was reported to have adequate collateral filing. As of 1/5/99 there has been no further report to the MFR of add'l complication or pt sequelae.